Event description:
It was reported that the customer had low predict and high predict calibration errors on his sensor. His blood glucose was unknown at the time of reporting. He also reported that his battery had gone from three quarters full to empty in a day. He reported that would call back if he could not get his pump to power on following a battery change. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.